Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user had a laceration and stomal bleeding when using the off center wafers. He now realizes after receiving the field safety notice that the wafers being off-center could have caused the stomal laceration and bleeding. He reports he does not recall many details of the event other than the bleeding was minimal and stopped quickly with pressure and that the laceration was healed by the next wafer change 3-4 days later. End user could not provide the lot numbers or date of occurrence but states it occurred "sometime within the last 9 months" as that is when he first noticed the wafers were off-center. End user was advised not to use any product that is off-center however he states that is the only product he has on hand. Replacement product will be provided to the end user.